Event description:
Infusion pump with failure code 2k. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.